Manufacturer narrative:
Reactivity of the k antigen was confirmed on retention crrid extend I, lot dp032 and crrs(3), lot r036. The lots were used by the customer at the time of the event. The customer's returned samples were tested with retention crrs(3) lot r036 and crrid lot dp032 on an in-house echo. Positive reactivity was observed with k+ reagent red cells of retention crrs(3) lot r036 and retention crrid lot dp032. We were not able to reproduce the customer's negative results.

Event description:
Customer reported an unexpected negative reaction on the echo. A patient with no history of an antibody resulted with a negative screen on the echo, but a 2+ incompatible autologous crossmatch was observed at ahg phase. Customer performed extend I on the echo and an anti-k was identified.